Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Code 4581, e2402 selected as there is no code available for neurological problems (not further specified).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. A healthcare provider reported that on approximately (B)(6) 2025, one of their patient´s was currently hospitalized. The patient experienced severe hypoglycemia. The patient experienced neurological problems (not further specified) and discomfort. When a fingerstick was taken at the hospital the cgm was reading 400 mg/dl and the blood glucose reading was 39 mg/dl. No specific treatment was reported, but the medical team had ¿great difficulty in re-establishing the blood glucose level¿. No time of the event was reported, but in received overviews from the patient´s cgm reading, the cgm reading was reading 400 mg/dl, around 20:00. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.